Event description:
During a laparoscopic cholecystectomy, a suture needle detached from suture when the umbilical port was sutured. The needle was retrieved from the tissue between the skin and the peritoneum without the use of x-ray. There was no significant delay of the procedure and no injury to the pt.

Manufacturer narrative:
One sample was returned for evaluation. The needle was found to be detached as received. Microscopic evaluation of the returned sample at 20x-80x magnification indicated that suture filaments had been severely damaged by instrumental handling. The location of this damage was adjacent to the needle surture juncture. The results indicate that instrumental maneuvering had been applied to the suture line near the suture needle juncture, which resulted in pulling the suture line out of the drilled hole in the needle, i.e. Needle detachment. Further investigation was not possible as no unused samples were available and no lot number information was supplied.